Event description:
It was reported that the procedure was to treat a coronary lesion. The 2.0 x 12 mm nc trek balloon catheter was advanced over the guide wire; however, even after using force, the balloon catheter could not progress over the wire. During removal, resistance was met with the guide wire. After the device was removed, it was noted that the balloon was wrinkled. The balloon was not advanced inside the patient anatomy. A 2.5 x 12 mm trek balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position or difficulty to remove could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the nc trek global instructions for use (IFU)states, that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.